Event description:
It was reported that low sensing and high threshold were observed. Lead remains implanted and patient will be monitored.

Event description:
New information received notes at patient follow up measurements were still out of range. Physician elected to cap the sense/pace portion of the lead. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.